Event description:
During a revision surgery, the impactor from the reversed glenoid surgical instrument set (ref 604-0008) became stuck in the humeral spacer. In the process of unsticking the instrument, the humeral stem came out. This delayed the surgery by around 30 minutes, according to the field representative.